Event description:
Dealer reported that the 9610-4 commode is wobbly.

Manufacturer narrative:
(B)(4) - return material authorization (RMA) has been issued for the return of the product to invacare. Should additional information become available, a supplemental record will be filed.